Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The explanted articular surface was evaluated and the reported event was confirmed. The articular surface shows signs of potential pitting and abrasion possibly due to third body debris. Also, the backside of the tibial bearing shows possible evidence of creep deformation and potential evidence of micromotion/ rotation of the bearing. The post feature shows signs of potential indentation or contact from the post with the femoral component, primarily on one side of the posterior surface of the post. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant- medical product: catalog #: 00596004014, nexgen articular surface size ef 14 mm height, lot # 41787600. Catalog #: 00596001551, nexgen complete knee solution legacy posterior stabilized femoral component, lot # 60696438. Catalog #: 00596009900, nexgen taper stem plug, lot # 60695991. Catalog #: unk, unknown bone cement, lot # unk. Report source: (B)(6). The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-00877 and 06086.

Event description:
It was reported that the patient underwent a left knee revision procedure approximately ten years post implantation due to pain and loosening, which the surgeon believes was caused be surface wear.